Event description:
It was reported that the patient may have had a stroke the day of the insertable cardiac monitor (icm) insertion due to being taken off their medication. The patient did not take eliquis the evening before and the morning of the implant. The patient had uncontrolled hypertension and stroke symptoms and went to the hospital to be examined. The medication was resumed directly after the icm was implanted. The device was inserted successfully. The device remains in service. No additional adverse patient effects were reported.